Event description:
This case was reported by a consumer (patient's daughter) and described the occurrence of gastric cancer in a male patient of an unspecified age who received double salt denture cleanser (polident denture cleanser tablets) tablet for dentures (reported as: 'denture cleansing'). A physician or other health care professional has not verified this report. Approximately several years ago, on an unknown date, the patient started treatment with double salt denture cleanser (dental). In 2013, the patient experienced gastric cancer. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued. At the time of reporting, the event was unresolved. Polident denture cleanser tablets are manufactured in (B)(4). Neither the lot number nor the product was available. (B)(4).